Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, "product broke." Tion, etc.?) Can you confirm that the device will be returned for evaluation?